Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2010, 6947 implantable defib lead (B)(6) 2010.

Event description:
It was reported that the right atrial lead had a high threshold. The lead remains in use. No patient complications have been reported as a result of this event.